Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed no system notices or issues during use of the catheter. Also, one injection was performed. No product has been returned for investigation. This is a clinical issue encountered during the procedure. No product malfunction reported. In conclusion, there is no indication of product malfunction and no product to be returned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, a system notice had occurred indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced. It was noted that the patient experienced a phrenic nerve palsy (pnp) with the replacement catheter and no twitching was identified. The procedure was continued and completed with the cryo console. The phrenic nerve injury did not resolve before the patient was discharged from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.